Event description:
The customer contact reported a disconnection. The tubing set was connected to an unspecified device and was being used to deliver normal saline. After an unspecified length of time in use, the customer contact reported, the tubing set "snapped off." There were no reported adverse pt effects and no reported delay of therapy critical to this pt. Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device cannot be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).